Event description:
It was reported that the gastrointestinal videoscope had sealing of the insertion tube with tissue adhesive and remnants also at the beginning of the working channel, the issue was found during reprocessing. There were no reports of patient involved.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: probe cover burned. Based on the results of the investigation, a root cause could not be identified. The most probably cause of customer reported issue was traced to component failure. The most probable cause of the probe burned was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.